Event description:
Boston scientific received information that this atrial lead displayed high out of range impedance measurements and loss of capture. In addition episodes of atrial-tachycardia response with atrial oversensing were noted. An x-ray revealed a possible lead fracture near the clavicle/first rib area. A revision procedure was performed. As the subclavian vein had stenosis on the left side, this lead was surgically abandoned and a new atrial lead was implanted from the right side and tunneled over the sternum to the device pocket. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this lead was surgically abandoned and will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.